Event description:
It was reported that the autoclavable camera head exhibited 315 (unsupported scope) error, no image shown and only the color bars are showing. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.